Manufacturer narrative:
Investigation summary: no product was received by medtronic. The customer reported an adverse event. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will reopen this investigation. The investigation could not determine the root cause of the event. The sample was not returned and no failure mode was identified. No corrective action is required. Trending is performed per local procedure. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called and reported that they have an electrode that unfurled and perforated the esophagus of the patient in which the patient was hospitalized. Medtronic medical affairs spoke with the doctor to gather additional information regarding the event. The patient is a (B)(6) female with past medical history significant for rheumatoid arthritis and is on immunosuppressant medication. On (B)(6) 2017 for first 360 express rfa sessions to treat long-segment (5 cm) barrett¿s esophagus with lgd. No unusual findings (narrowing, strictures, and varices) were noted during endoscopy. First round of ablation proceeded via standard protocol without difficulty. No error messages noted. Medtronic sales representative was not present during the case. The gastrointestinal fellow was performing a portion of the case with the attending present. After the first ablation pass, the fellow removed the endoscope while leaving the ablation catheter in place. The ablation catheter was then removed without endoscopic visualization. It is uncertain if clockwise rotation was applied. The fellow encountered resistance as the catheter was withdrawn. The catheter was eventually removed with additional manipulation. The physician did not notice any blood on the catheter but could not remember if the electrode was wrapped normally around the balloon or displaced (although he noted that, ¿nothing obvious was wrong with the catheter.¿) the endoscope was reinserted and bleeding was seen in the proximal esophagus and a 3 cm perforation was noted in the proximal esophagus near the upper esophageal sphincter. A clip, stent or other closure device was not used as the physician felt the location and size of the perforation limited use of these devices. A CT exam confirmed perforation. An ears nose and throat specialist examined patient and recommended non-surgical management. The patient was placed on antibiotics and not allowed to eat by mouth. A repeat CT was planned for (B)(6) 2017. According to the physician, the patient is doing well with minimal symptoms currently. Although the physician did not notice (or remember) electrode displacement or other abnormality after the catheter was removed, they feel that the electrode likely became axially displaced when resistance was met during withdrawal and resulted in the perforation. The catheter was not under direct visualization upon withdrawal. The catheter was discarded and will not be returned." The medical affair representative will contact the physician later in the week to confirm the patient's status.